Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces, and comlink3 files. A review of the long trace file reveals on (B)(6) 2022 at 2:06:00 pm a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. Heavy corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), keypad flex cable, and vibrate harness assembly. Rust and corrosion were also found on the motor and force sensor. The force sensor zero offset is out of specification (491.3 mv). Critical pump error (open book image) and pump error 35 alarms are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, keypad overlay texture damage, cracked battery compartment, and pillowing keypad overlay. High bg anomaly is unknown due to the critical pump error (open book image) alarm. The force sensor zero offset is out of specification (491.3 mv). Critical pump error (open book image) and pump error 35 alarms are confirmed due to moisture damage on the force sensor. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. Troubleshooting was not performed. No further patient complications were reported. The customer discontinue the use of the insulin pump and was returned for analysis.